Manufacturer narrative:
This issue occurred during internal testing at ocd r&d. This issue is currently being investigated.

Event description:
Exposed samples tubes switched and dilution tray removed without being detected by the system. This issue was detected internally at ocd r&d. No incorrect or erroneous results were reported as a result of this incident. (B)(4).